Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the rptr: the customer reports that the surgery was performed w/o problems using three different reloads. The first firing was performed with an (B)(4) to transect tissue, the second firing was performed with an (B)(4) and the last two firings was performed with an (B)(4). Upon completion, the staple line was inspected by the surgeon and there was complete hemostasis and the staple line looked fine. The surgeon scoped the pt to make sure there was no bleeding and the pt was sent to recovery. Two days later, the pt had to be returned to operating room because of a gastric bleed. The bleed was stopped and the pt recovered and was discharged two days later. The pt is fine.